Manufacturer narrative:
Screw fractured in dental implant. Dental implant needed to be removed (same day removal). Insertion torque was exceeded by user. Screw is only allowed to be used up to 20ncm torque.

Event description:
Screw fractured in dental implant. Dental implant needed to be removed (same day removal).